Event description:
The customer alleged the pump overdelivered by 20%. The formula used is osmolite 1.2 calories.

Manufacturer narrative:
Standard functional test were performed. Complaint could not be duplicated or confirmed.